Event description:
The patient reported getting intense pain at the pocket site and also the stimulation was making the patient feel nauseous. The patient has been explanted and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#sc-1110-02, serial# (B)(4), model description:precision ipg kit model#sc-2218-50, serial# (B)(4), model description:enh st ld kit, sc-2218-50 explanted devices will not be returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.